Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient reported that his sensor was not working properly and wanted a replacement. It was reported that the patient experienced inaccurate cgm values. The patient reported that while driving, the g6 alerted him that his blood sugar was 47 mg/dl. The patient said that when the readings went to 20 mg/dl, he passed out and had a car accident. Of note, the cgm display device will not show a value of 20 mg/dl. The word low will display for any estimated glucose value 39 mg/dl or below. His wife, daughter, and friend saw him on the street and contacted a paramedic. The paramedic arrived and tested his blood sugar, but the value was unremembered. He was given an IV to bring his sugar back to the normal range. The paramedic stayed with him until his sugar reached 105 mg/dl (about 20-25 minutes). The patient was not admitted to the hospital. After his sugar went back to 104 mg/dl, he was able to get home. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.